Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure of a transcatheter bioprosthetic valve, the valve was loaded successfully. An infold was identified. The valve was not implanted and the system was replaced.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received from the galway return product analysis lab in a return kit fully submerged in cloudy 0.2% glutaraldehyde. The valve was discolored showing evidence of blood contact. The valve was received in a severely crimped state. The outflow aspect showed a slight elliptical appearance and inflow aspect displayed a reniform appearance. As received, all leaflets appeared open with a gap between the free margins. All leaflets were dry and stiff with limited flexibility. Leaflets showed evidence of severe creases and frame imprints. Creases and imprints were also noted on the outer wrap. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded further with the reniform inflow and elliptical outflow aspects resolving. However, the valve appeared to retain a compressed state. It is possible the retained compressed state may be associated with the valve having been in a received crimped state for an unknown duration of time. There were no signs of damage such as bends or kinks to the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. An annex a code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure of a transcatheter bioprosthetic valve, the valve was loaded successfully. An infold was I dentified. The valve was not implanted and the system was replaced. Additional information was received to clarify the infold was noted in the valve frame upon first deployment. The patient's severely calcified anatomy contributed to the infold.